Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the hypotube, mid shaft, inner or outer shaft polymer extrusion. The balloon section of the device was visually and microscopically examined and no issues were noted with the profile. The crimped stent of the device was visually and microscopically examined and damage was noted to the distal end of the stent, with the first, second and third stent strut rows being lifted and pulled in a distal direction. The undamaged crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. No issues were noted with the balloon. The tip was visually and microscopically examined and damage was noted. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The eccentric target lesion containing an acute bend was located in the mildly calcified left circumflex artery. A 16 x 2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another promus premier stent. No patient complications were reported and the patient's status was stable and doing well. However, returned device analysis revealed distal stent damage.